Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. No blank display noted, no damage inside the insulin pump or unexpected audio or beep anomaly noted. All operating currents are within the specification, no unexpected low battery, battery out of limit, weak battery or off no power alarm noted. Unit function properly during rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of customer reported via phone call that the insulin pump cannot maintain the battery life and the battery needs to be changed every 2 hours. Customer also indicated that the pump occasionally powers off. Customer indicated that the current battery is an alkaline. Customer's blood glucose was 300 mg/dl at the time of incident. Troubleshooting was done for battery but customer indicated that the display did not come back after a new battery was installed. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.